Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that the two brushes from the oral-b dual clean brushhead kept sliding off the unit; the brush head kept sliding off the handle when he/she tried to brush. No injury was reported.